Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia, a loss of consciousness and was unable to self-treat. Customer received non-healthcare professional third-party intervention by partner who provided baqsimi nasal spray as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. As it is unknown if the user was using android or ios with the fs libre 3 sensor, g4 - PMA/510(k) # has been populated for ios. The date of event is unknown. The date entered in section b3 is based on the customer's report of "from october 21st, 2023, to october 22nd, 2023". In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the combined initial and final MDR was inadvertently missing the correct product expiration date on the reported discarded sensor. D4, h6 and h10 have been updated.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. As it is unknown if the user was using android or ios with the fs libre 3 sensor, g4 - PMA/510(k) # has been populated for ios. The date of event is unknown. The date entered in section b3 is based on the customer's report of "from (B)(6) 2023, to (B)(6) 2023". If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia, a loss of consciousness and was unable to self-tret. Customer received non-healthcare professional third-party intervention by partner who provided baqsimi nasal spray as treatment. There was no report of death or permanent impairment associated with this event.